Event description:
It was reported that the device was in use for patient infusion. The reporter stated the device battery power did not last as long as expected. No adverse effects to patient reported.